Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 71866 with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for red cell hang up was not observed as all samples met specifications.

Event description:
It was reported the bd vacutainer® z blood collection tubes has blood on the upper part of the tube wall.

Manufacturer narrative:
Date received by manufacturer is corrected to 12/02/2016.